Manufacturer narrative:
Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto 3 system. There was a map shift. A map shift occurred without an error message during an afib procedure, no harm on patient, and the medical team managed to finish using x-ray. The map shift was discovered because the heliostar was out of mapped chamber. The issue was seen during ablation. The physician did perform cardioversion prior to the map shift and the patient did not move before detecting the shift. Map shift with no error message or patient movement is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto 3 system. There was a map shift. Device evaluation details: the device was investigated. It was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use, (p.n. Ug-5400-0072h, rev. P02): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." A manufacturing record evaluation was performed for the system 14233, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).